Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was a loose battery pin. Physio observed that the battery pins appeared to be new and confirmed with the customer that they had recently been replaced by a biomedical engineer. Physio-control then tightened the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The reported issue was observed during a shift check. There was no patient use associated with the reported event.